Event description:
A lead extraction procedure commenced to remove a right ventricular (rv) lead due to occlusion. A spectranetics lead locking device (lld) was inserted into the lead to provide traction. The physician chose a spectranetics 14f glidelight laser sheath to begin the case. The lead tip had been freed, and the physician was removing the lead from the glidelight when the patient''s blood pressure dropped. Rescue efforts began, including rescue balloon and sternotomy. A superior vena cava (svc) perforation was discovered. The perforation was successfully repaired and the patient survived the procedure. This report captures the glidelight device in use when the svc perforation occurred, requiring intervention. There was no alleged malfunction of any spectranetics devices in use during the procedure.

Manufacturer narrative:
Patient weight: unk. Other relevant history: unk. The device was discarded, thus no investigation could be completed. Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to an alleged death or deterioration in the state of the health of any person.